Event description:
It was reported that this lead showed high pacing thresholds with no capture at the myocardium at max output. Prior to lead revision the physician did a defibrillation threshold test. The commanded shock returned a shock impedance within the expected range. As the vein was not occluded a new pace/sense lead was implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).